Event description:
It was reported to philips that the image storage space was low. The device was inside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and recreated the image disk. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned after customer deleted some patient¿s data. The philips field service engineer (fse) inspected the system onsite and confirmed the malfunction. The analysis identified the error related to low disk space. The philips engineer recreated the image store. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.